Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing infusion set and cartridge and resuming insulin. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge.